Event description:
It was reported that a person using the ilet experienced hyperglycemia with a blood glucose of 383 mg/dl that remained elevated for several hours, considered cause unclear, and the user contemplated disconnecting from the pump to administer insulin by injection while deferring an immediate supply change. Symptoms included high blood glucose. Outcomes included no hospitalization, no long-term impairment, and routine monitoring. Investigation included complaint handling and troubleshooting with education provided. Investigation of this case revealed no confirmed device malfunction, no confirmed component failure, and no evidence of device damage or improper performance based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.